Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Service determined that the proximate cause of the bezel recall was identified. Source device bezel is recall affected. Service determined the proximate cause for the door w/keypad was replacement was the result of wear damage. Service determined the proximate cause for the male and female iui replacement was the result of contamination. Service determined the proximate cause for the ail sensor assembly replacement is the result of a cracked ail service determined the proximate cause of the rear case replacement is the result of corrosion. Service determined the proximate cause of the pressure sensor replacement was the result of wear. Service determined the proximate cause of the door latch assembly is the result of wear. Service determined no device malfunction has been alleged. The customer requested upgrade to the current version which was completed by service.

Event description:
The device was damaged.

Manufacturer narrative:
The customer reported lvp bezel post recall, this reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue.the customer's report of the bezel recall issue was confirmed and found to be recall affected. There was no reported patient involvement. This device is used for therapeutic purposes.